Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. The patient alleged black particles coming from CPAP device. The patient experienced shortness of breath. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging black particles coming from CPAP device. The patient experienced shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation observed the following from internal and external inspection. The unknown white deposits in filter inlet. The unknown white debris consistent with dust on air inlet and on top of blower. The unknown debris consistent with dust found on the inside of the bottom of device. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes there is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device.there was no evidence of sound abatement foam degradation.